Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive pump reset instructions and assisted the caller through the process, successfully resolving the issue by starting a new sensor session without further errors.